Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter tip damage. The following information was provided by the initial reporter: patient with diagnosis of systemic lupus erythematosus, low weight and very difficult to access, three punctures are performed with this number of venous catheter, and all are flowered at the tip, cause trauma, intense pain and delay the patient's treatment, is not the only patient that has happened that these safety catheters are damaged and damage the few viable veins they have. Attached is photographic evidence of the quality defect detected, unfortunately the device is not physically available as it was not provided by the service.

Manufacturer narrative:
The complaint that the needle pierced the IV catheter was confirmed and the cause appeared to be associated with use. Two photographs were provided for investigation, which showed the needle protruding through the side of the 22g insyte autoguard IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.